Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The system was plugged in and allowed to charge overnight, which resolved the issue. The system functioned normally following a full charge. No further issues reported.

Event description:
A medtronic representative reported that the imaging system displayed a 'battery level critical" message on the pendant. It was reported that when the umbilical was disconnected, the motion battery levels immediately dropped to zero. This occurred outside of any patient involvement. No additional details were provided.